Event description:
The pump was returned for investigation. Investigation found that the keypad button contacts were missing, contamination was found under the button contacts, and the keypad connector wire was detached. This report is made based on results of investigation completed on 04/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was detached and the button contacts were missing. Contamination was found under all the button contacts. In addition, the keypad connector wire was found to have detached. The pump powered up with the appropriate audible and vibratory functions. Investigation was unable to complete the functionality testing of the keypad due to the detached connector wire. (B)(6).